Event description:
Customer reported that t:slim x2 pump battery would not charge after several attempts. Pump's charging history was not accessible to confirm any power source alerts due to the issue having resolved, with the customer noting the battery eventually registered as fully charged after keeping it plugged in for an indeterminate amount of time. There was no adverse impact to the customer's blood glucose level. Customer utilized both original tandem and aftermarket charging supplies and was advised on best charging practices by technical support. It was confirmed that the pump began charging after being plugged into a working outlet with original supplies for at least 30 minutes, negating the need for further assistance.